Manufacturer narrative:
(B)(4). The returned device was visually inspected and it found in normal condition. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The sensor functionality of the catheter was tested on the carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed; no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/25/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 8f avanti cordis, model and lot numbers unknown. (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, while creating a fast anatomical map (fam) of the right ventricle and the rvot (with some paso points taken), the patient became acutely hypotensive. Tamponade was confirmed via transthoracic echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. During the case, the patient was pale, sweaty, and not feeling well. Patient was hemodynamically stable upon leaving the lab. It was assumed that the patient required extended hospitalization, but it was not been confirmed. Patient outcome is improved and fully recovered. Factors cited that may have contributed to the adverse event include that the rvot had a "pocket." Physician's opinion regarding the cause of the adverse event is that it was related to the patient's atypical anatomy, specifically, thin cardiac walls. Physician did not believe that the adverse event was due to any bwi product malfunction. Access was gained via the right femoral vein with an avanti cordis 8 french sheath. Generator parameters were not reported, as no ablation was performed during the procedure. Catheter was zeroed after the warm-up period. There is no information regarding anticoagulation. There were no errors reported on any bwi equipment during the procedure.